Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted during follow up that the autocapture function of the device not detecting the evoked responses correctly, which resulted in loss of capture. The device was reprogrammed and the patient was in stable condition.